Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to reproduce the customer comment that the programmer had slow operation, gave an overheating message, and instructed to power down. However, it was indicated that a sensor error was found in the error log. It was also indicated that the keyboard connector was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had slow operation, gave an overheating message, and instructed to power down. The programmer was returned for service. There was no patient involvement.